Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump motor was bad. There no was no patient injury or harm reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed motor not running error. The cause of the reported issue was due to the motor assembly and lead screw. As a result, the motor was replaced, and the lead screw was loosened. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.